Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 22-may-2024, it was reported that patient faced infusion set leak from site, which caused the patient's blood glucose was elevated to 254 mg/dl. The set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.